Manufacturer narrative:
D2b: lgw - qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 7080152. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned back to its original location and remains implanted. The patient was doing well postoperatively.